Manufacturer narrative:
Additional product code hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to non-union. An expert titanium cannulated tibial nail and four (4) associated 4.0mm titanium locking screws were removed from the patient¿s tibia. The medullary canal was reamed, and a larger nail was implanted. Compression of the fracture gap was achieved. Hardware was removed and replaced with larger sized hardware and reduction was achieved. It was unknown if the procedure completed successfully. The patient experienced a nonunion of the fracture site. This complaint involves five (5) devices. This report is for (1) 4.0mm ti locking screw w/t25 stardrive 42mm for im nails. This report is 1 of 2 for (B)(4).